Event description:
It was reported by service report that the scales are not accurate and the lift motors are drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell; failed nut in lift motor.